Manufacturer narrative:
Device evaluation: 1 x zso-7-9 device of lot number unknown were not returned to cirl. With the information provided, a document-based investigation was conducted. Document review: as the lot numbers of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. To ensure conformity of all batch release products, pack qc procedures as per, verify that the following information on the label (product label, tag, temporary) is correct as per the work order: this is completed by verifying the presence of all required labels on the back of the work order/reject sheet where required. Labelling qc procedures as per this document also verify that the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions. The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no health consequences to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the (B)(6) 2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-9 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025") into the stent. However the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent (pr (B)(4) / MDR ref#3001845648-2023-00061 stent kinked/bent). So they used the new zso-7-9 (they did not change the wire guide, the visi2 guide wire was still maintained.. (Pr (B)(4) - this complaint) user error wrong wire guide). Note: wrong wire guide used with both devices..